Manufacturer narrative:
(B)(4).

Event description:
It was reported that episode of non-sustained oversensing was observed. The patient was stable. The issue was resolved. The device remains implanted.

Event description:
New information received indicates that programming changes were made to resolve the issue.